Manufacturer narrative:
Result of investigation: the carefusion failure analysis lab examined the front panel and found signs of fluid ingress inside the touch screen. The reported inactive touch screen was duplicated and the root cause was caused by fluid ingress. This reported issue will be tracked and internally investigate the situation.

Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the vela ventilator the touchscreen is not working. This customer reports that this was found during testing and there was no patient involvement.